Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealth station cranial. On site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that while registering the patient the site was inaccurate. The surgeon attempted registration 4 times. The representative noted the patient was tilted back in the scan and during 3 point registration she had to manually redefine the anterior point. She also noticed the registration pattern shifting towards the right side. The site decided to abort navigation. There was a reported delay of less than one hour and no reported impact to patient outcome.